Manufacturer narrative:
Updated h3 to yes, device was evaluated by manufacturer.

Event description:
It was reported that the patient¿s glucose level rose to 350 mg/dl while wearing the pod, on their abdomen. Investigation of returned device found the cannula to be torn. The device was originally reported for leaking during wear. As treatment, patient administered bolus of insulin using a pen and then placed a new pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Reportable incidents utilizing the code damaged cannula/estimated consumption/usage. European trending data includes only eea+ch+tr limiting comparability with data from previous reports.